Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when he delivers a bolus, the insulin pump usually shows what his last bolus was and how much insulin is on board at the time. Customer stated that sometimes this last bolus does not show up and it would say there is no active insulin. Customer's blood glucose was high at 400 mg/dl. The customer stated he has memory issues and it is a possibility that he did not actually deliver the initial bolus but the insulin pump should alarm is the bolus did not get delivered. The bolus history was checked and it was verified that the bolus that he gave himself was accurately recorded. The customer would monitor the insulin pump and call back if the issue recurs. The customer boluses manually, he was advised to discuss with the doctor using the bolus wizard.